Event description:
It was reported that the device plunger would not move. No patient was involved.

Manufacturer narrative:
Other, other text: h3: one medfusion pump was received with a cracked left plunger case. The dowel pin and plunger gear cam were sent in a plastic bag. The event history log was reviewed and there were no alarms in the history relating to the reported issue. The plunger head movement was tested and the plunger flippers did not move when pressing the plunger lever. The issue was caused by a design issue since the dowel pin came loose from the plunger head mount. The plunger head mount and dowel pin were replaced to resolve the issue.